Event description:
It was reported that a patient with this neurostimulator was hospitalized for an infection on their back, which required the stimulator to be removed on (B)(6) 2025 while the patient was an inpatient over the weekend. It was noted that the patient was admitted for an open wound. The patient had a pimple on their back/buttock area that was popped, and it got infected and was then admitted to the hospital for a debridement. The physician advised that they had to keep on debriding and cleaning up the wound until the depth of the lead, at which time they called for a full removal of their implant system due to the severity of the infection. The wound was too big to be closed, and the patient now has a wound vac over it. There are no current plans for reimplantation given the severity of the infection. The physician mentioned does not feel as though the infection is related to the tined lead or ins battery. The patient was placed on antibiotics for the infection. There were no other issues or patient complications mentioned.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient with this neurostimulator was hospitalized for an infection on their back, which required the stimulator to be removed on (B)(6) 2025 while the patient was an inpatient over the weekend. It was noted that the patient was admitted for an open wound. The patient had a pimple on their back/buttock area that was popped, and it got infected and was then admitted to the hospital for a debridement. The physician advised that they had to keep on debriding and cleaning up the wound until the depth of the lead, at which time they called for a full removal of their implant system due to the severity of the infection. The wound was too big to be closed, and the patient now has a wound vac over it. There are no current plans for reimplantation given the severity of the infection. The physician mentioned does not feel as though the infection is related to the tined lead or ins battery. The patient was placed on antibiotics for the infection. There were no other issues or patient complications mentioned.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "dehiscence" and "infection" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.